Event description:
Ge healthcare was notified that a light anesthesia case occurred. During the case, the patient was reportedly aware of the surgery being performed at the beginning of the case. The anesthesia provider was reportedly aware of the low agent concentration (via datascope agent monitor) and reportedly administered an IV anesthesia solution, type unknown. Hospital biomed was reportedly called to check the equipment and noted the draeger desflurane vaporizer mounted on the excel anesthesia machine was not seated properly on the vaporizer manifold, creating a leak.